Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: july 12, 2016. (B)(4).

Event description:
It was reported and depicted via photo that the device airway tube angle was incorrect. The tube was pliable and could be pulled to a straighter form, but when released, it returned to an abnormal curved shape. The device was used to intubate a patient with no injury or complication. No further information was provided including patient details, treatment or outcome.

Manufacturer narrative:
No lot number is available. Therefore, a detailed investigation or batch review cannot be conducted and this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 03, 2016.